Manufacturer narrative:
The returned screwdriver had been subject of a product recall (2002-053) that had been carried out in 2002. A review of the recall file showed that (B)(4) units of article 18060236 had been distributed to the us whereof (B)(4) units were returned within recall 2002-053. The subject product must be one the devices that had not been returned upon the recall. The device 18060236 is not distributed anymore. Further investigation is not necessary. Visual inspection. The tip of the screwdriver is broken off completely. The article number as well as the design of the hexagon (broken) of the tip confirms the device to be subject of the product recall 2002-053 which had been carried out in 2002. The device obviously had not been returned upon the recall. As investigation in 2002 already identified as design issue which triggered recall 2002-053. Further detailed investigation on this specific returned device deems not indicated.

Event description:
In the process of screw removal, the screw driver broke. Sales rep was not present. Alternate screwdriver was used to complete the screw removal from a proximal r femoral nail, non stryker system.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
In the process of screw removal, the screw driver broke. Sales rep was not present. Alternate screwdriver was used to complete the screw removal from a proximal r femoral nail, non stryker system.